Event description:
It was reported to covidien on (B) (6) 2009 that a customer had a issue with an insulin syringe. The customer reported that the nurse injected a pt with insulin, attempted to engage the safety device on the syringe, but was stuck by the dirty needle on her left middle finger because the safety cover cracked and broke as she was engaging the device.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.